Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 600 mg/dl a week prior to call on (B)(6) 2016. Customer treated high blood glucose with an infusion set change and 10 units of insulin via syringe. Customer had symptoms of nausea, difficulty breathing, headache and confusion. Troubleshooting was performed to determine reason for high blood glucose. Customer checked for air bubbles, which none were present. Insulin pump did not have leaks. Customer declined further troubleshooting.